Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit was received with missing segments/partial display which was due to a cracked and bleeding lcd glass. The back light function works properly. The no back light anomaly was noted during testing. The insulin pump was received with a cracked case on the bottom right side corner at the display window corner.

Event description:
It was reported that customer's insulin pump has segments missing, as well as a backlight that is not working, after replacing the battery. It was reported that the insulin pump had been dropped a few times. Customer's blood glucose level at the time 153mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.